Manufacturer narrative:
(B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient's peg and peg-j tube was replaced due to an occlusion of the peg-j tube, which was caused by a phytobezoar.